Event description:
It was reported that, "patient knee joint infected implants removed and replaced with antibiotic spacer."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #6495-5-013, lot# 8k4038, description: 13mm press fit fluted stem. Cat# 64956040, lot# sm4ry, description: gmrs extension piece 40mm. Cat# 64952010, lot# snj4p, description: gmrs dist fem comp sml l 65 mm. Cat# 6642-2-600, lot#199122 description: duracon symmet duration 27x8mm. Cat# 6481-2-103, lot# 002745, description: mrh +over tib bear long xs/xl. Cat# 64952115, lot# ctd368, description: gmrs small axle. Cat# 64952105, lot# lbl599, description: gmrs small femoral bushing. Cat# 64812130, lot# lbn865, description: mrhk bumper insert - neutral. Cat# b000-0185, lot# 6m7693, description: ...